Event description:
The customer reported an alleged safety issue related to the mounting hardware and cabling of the mp50 monitor. No patient harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that they pinched the power cord in the mounting hardware of the mp50 monitor. The customer alleged that the mounting hardware had a sharp edge that cut through the insulation of the power cord. No patient harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.